Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014710. Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 0333772. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " is the customer reporting a false positive or false negative? False positives (up to 6 false positives now out of ~160 tests in the past 2 days.). Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer used every time. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 6 fp. Was the patient(s) symptomatic when tested on the veritor plus analyzer: no. Were patients symptomatic or asymptomatic? Asymptomatic. On average how many tests do you run per week? Currently ~200. Was there any patient impact as a result of the false result? Yes. They were put on contact droplet isolation in their room (in long term care). Family notified. ++ stress .experienced for all (family, resident, and staff on unit). "

Manufacturer narrative:
After further review, it was determined that this complaint was filed for the incorrect product. A corrected case and report was opened under pr# (B)(4). Therefore this MDR should be considered cancelled.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " is the customer reporting a false positive or false negative? False positives (up to 6 false positives now out of ~160 tests in the past 2 days.) Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer used every time. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 6 fp. Was the patient(s) symptomatic when tested on the veritor plus analyzer: no. Were patients symptomatic or asymptomatic? Asymptomatic. On average how many tests do you run per week? Currently ~200. Was there any patient impact as a result of the false result? Yes. They were put on contact droplet isolation in their room (in long term care). Family notified. ++ stress experienced for all (family, resident, and staff on unit). "